Event description:
The device was returned for an air compressor failure. During initial testing, the pump immediately alarmed and the air compressor was making excessive attempts to charge pneumatics. The pump was reverted to manufacturing mode and failed basic recharge test, also consistent with an air compressor failure. During the reversion process, it was found the lever boot retaining plate was cracked.

Manufacturer narrative:
N/a.

Event description:
The following has been reported: biomed reported: pump error and making odd noises. Pins were cleaned, did not pass test infusion. No patient harm, issue did not stop active infusion. A preliminary review of the logs identified the following issue: mechanical hardware failure (air compressor) . An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.